Event description:
It was reported that this implantable pacemaker was explanted due to the device reaching elective replacement indicator (eri) and the patient experiencing a syncope episode. Another device was implanted instead. No further adverse patient effects were reported.